Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery depletion event and a driveline disconnection were confirmed via the submitted log files. The controller event log file captured a no external power event on 22dec2025 consistent with the reported battery depletion. During this event, a driveline disconnect alarm was captured, which caused a pump stoppage. The pump started when external power was supplied to the system. The controller appeared to support the system as intended while the driveline was connected, and the backup battery supported the system as expected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. It was reported that the no external power alarms were caused by depleted batteries and the driveline disconnect alarm was caused by ems accidentally disconnecting the driveline. The root cause of the battery depletion event could not be conclusively determined. The root cause of the driveline disconnection was determined to be user error. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU heartmate 3 patient handbook,are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power alarms and driveline disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented as a transfer after being found unresponsive with their ventricular assist device (vad) alarming and batteries depleted. Their history showed the pump was off for about four minutes. It looked to the site as though the patient was running on the emergency backup battery (ebb) and their driveline was removed and reinserted. Log files were submitted which captured no external power events on (B)(6) 2025 at 6:16:54, and the driveline being disconnected at 6:50:35 leaving the pump off for four minutes. It appeared the pump was running on the ebb and the driveline was removed and reinserted. It also appeared the mobile power unit (mpu) was losing power. This occurred after the pump was back on and running. It was reported that ems intentionally unplugged the ac power cord of the mpu from the wall. It was additionally communicated that the cause of the no external power and subsequent pump stop was caused by depleted batteries and an accidental driveline disconnect by ems. The only symptom noted that the patient experienced was loss of consciousness, and as of (B)(6) 2026 they were still admitted.